Event description:
Related manufacturer reference number: 2017865-2022-19557. It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the pacemaker and right ventricular (rv) lead exhibited noise oversensing resulted in pacing inhibition. No intervention was performed. The patient was in stable condition.